Manufacturer narrative:
Device analysis: one xen 45 glaucoma treatment system (gts) injector was received. The xen gts unit box was returned. The molded tray, needle cover, retention plug, and cam lock were not returned. The slider knob of the injector was found between the start and end positions and the needle was found not retracted. The bevel selector was found in the right position. The needle guide (with the needle within) was observed to be severely bent. Slider resistance is unable to verify since testing cannot be performed as described in the sample investigation. The complainant did not report that the needle guide (with the needle within) was bent. The needle guide (with the needle within) is so severely bent that the needle cover cannot be inserted properly onto the needle guide. The condition of the needle guide (with the needle within) is likely due to complainant handling; therefore, no further evaluation of the condition of the needle guide (with the needle within) is required.

Event description:
Healthcare professional reported a xen®45 gts "poor movement of slides" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "poor movement of slides" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.